Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart. A cold reset was performed error test and displacement test or verify low batt alarm due to blank display. Unit had stripped battery cap coin slot (p), cracked battery tube threads.

Event description:
The customer reported via phone call that their device has the battery lodged in it and the cap has self-destruct. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. Customer was advice to disconnect from device and to refer to their healthcare provider¿s instructions. No further details or information available. The device will be returned for analysis.